Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The customer stated that this was a past event using a prior infusion set and reservoir; the customer had resolved the issue by changing both items. The customer stated that while he was manually priming a past set that there was quite a bit of resistance with his plunger push. The customer also mentioned that he encountered a prime anomaly; insulin had squirted out of the tubing during the manual prime process. The customer woke up that morning with a high blood glucose of 452 mg/dl. Troubleshooting was declined for the high blood glucose. The reservoir will be returned and replaced.